Event description:
The following has been reported by customer: error calibrating. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the downstream pressure sensor has been replaced, that solved the issue. The sensor sent back to brézins for further investigation. Once in brézins, visual control was performed and nothing was noticed. The downstream pressure sensor was installed in a test device. The tests device is connected to partner software to calibrate the pressure sensor. The calibration was done without any problems. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device, therefore the root cause remains unknown. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: normal.